Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) console had a glitch. The console got stuck at one screen once the pump connected and would not recognize that it was connected. The console was powered on and off and still the same error. The console was changed out and the pump was successfully inserted. No patient harm was reported.

Manufacturer narrative:
D.9 the exact date the device was returned for investigation is unknown. The investigation has been completed. During a case, the console displayed motor current high alarms. The pump was investigated for clots, which caused motor current high alarms, and eventually pump stop. According to the rep: "a clot was visualized in the impella's inlet cage, when removed." This failure is captured in 21-05634-1. The staff power cycled the console and tried to start the pump again, but the console failed to detect the pump. This failure is captured in 21-05607-1. Logs confirmed the above narrative, and console did not fail. The motor current high alarms were due to the clot in the pump. The console was upgraded to remedy the 'pump not detected' failure mode. A functional check was also performed on the console. The automated impella controller alarms for high motor current were due to a clot found in the pump inlet cage. This report is being filed as part of a retrospective review of historical records.